Manufacturer narrative:
The device was not returned for evaluation. Therefore, the cause of the balloon not deflating could not be conclusively determined. However, the provided the photo confirms the balloon rupture that was caused by the surgeon forcibly pulling the device out with the balloon still inflated. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event.

Event description:
It was reported that the tuftex otw balloon would not deflate in the thrombus during an avf procedure. After several attempts to deflate without success, the doctor pulled out the catheter by force. When the device was forced out the balloon ruptured. Another tuftex otw device was used to complete the procedure. No injury was reported to the patient.